Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges as she was loading her chair which was folded, into the back of her van, when she felt a pinch. When she got into her vehicle she allegedly noticed her finger was dislocated.

Manufacturer narrative:
The device was returned and evaluated. Although the jazzy passport is a folding design, there was no textual evidence the device was related to the alleged injury. The returned device was correctly labeled with a pinch point warning per the label location diagram with translation found in the product safety guide.

Event description:
Consumer alleges as she was loading her chair which was folded, into the back of her van, when she felt a pinch. When she got into her vehicle she allegedly noticed her finger was dislocated.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges as she was loading her chair which was folded, into the back of her van, when she felt a pinch. When she got into her vehicle she allegedly noticed her finger was dislocated.